Event description:
It was reported that the procedure was to treat a distal to mid left anterior descending artery. An 2.25 x 18 mm xience xpedition stent was implanted on (B)(6) 2014. On (B)(4) 2014 the patient returned to the hospital with chest pain. Angiography was performed and it showed that the implanted xience xpedition was separated into two pieces. There was no treatment performed. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query/review of the electronic complaint database revealed no other similar incidents reported for stent fractures/separations from this lot. Based on the reviewed information, no product deficiency was identified.